Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer reseated row board connectors on all half-height drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. Initial reporter facility name: ou health - university of oklahoma medical center.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.